Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 39-year-old female patient who had essure (batch no. C51081) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash generalised ("rashes allover her body"), depression ("depression"), anxiety ("anxiety"), pruritus ("itching"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), weight increased ("weight gain"), back pain ("back pain") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain and arthralgia was resolving and the rash generalised, depression, pruritus, migraine, headache, nausea and weight increased outcome was unknown. The reporter considered anxiety, arthralgia, back pain, depression, headache, migraine, nausea, pelvic pain, pruritus, rash generalised and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, rash, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 39-year-old female patient who had essure (batch no. C51081) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash generalised ("rashes allover her body"), depression ("depression"), anxiety ("anxiety"), pruritus ("itching"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), weight increased ("weight gain"), back pain ("back pain") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain and arthralgia was resolving and the rash generalised, depression, pruritus, migraine, headache, nausea and weight increased outcome was unknown. The reporter considered anxiety, arthralgia, back pain, depression, headache, migraine, nausea, pelvic pain, pruritus, rash generalised and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, rash, headache. Most recent follow-up information incorporated above includes: on 18-jul-2018: pfs and medical record received:the event depression, anxiety, itching, migraines, headaches, nausea, weight gain, back pain, joint pain, the patient did not undergo essure confirmation test added.reporters,lot number,events outcome,concurrent condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure location of device: uterus") and pelvic pain ("pelvic pain") in a 39-year-old female patient who had essure (batch no. C51081) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's concurrent conditions included overweight and fibromyalgia. Concomitant products included hydrocodone, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2016 to (B)(6) 2016, paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2016 and prednisone from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"), 25 days after insertion of essure. On (B)(6) 2016, the patient experienced rash generalised ("rashes allover her body/ rashes") and pruritus ("itching"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems - condition : depression"), anxiety ("psychological or psychiatric problems - condition : anxiety / mental anguish") and stress urinary incontinence ("bladder or urinary problems or changes urinary stress incontinence"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("back pain") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, rash generalised, depression, anxiety, pruritus, migraine, headache, nausea, weight increased and stress urinary incontinence outcome was unknown and the pelvic pain, back pain and arthralgia was resolving. The reporter considered anxiety, arthralgia, back pain, depression, device expulsion, headache, migraine, nausea, pelvic pain, pruritus, rash generalised, stress urinary incontinence and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, rash, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2019: pfs received : concomitant medication added.events : bladder or urinary problems or changes urinary stress incontinence, migration of essure location of device: uterus were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure location of device: uterus') and pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure (batch no. C51081) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's concurrent conditions included overweight and fibromyalgia. Concomitant products included hydrocodone, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2016 to (B)(6) 2016, paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2016 and prednisone from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"), 25 days after insertion of essure. On (B)(6) 2016, the patient experienced rash ("rashes allover her body/ rashes") and pruritus ("itching"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems - condition : depression"), anxiety ("psychological or psychiatric problems - condition : anxiety / mental anguish") and stress urinary incontinence ("bladder or urinary problems or changes urinary stress incontinence"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("back pain"), hypersensitivity ("allergic reaction"), genital haemorrhage ("abnormal bleeding") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, rash, depression, anxiety, pruritus, migraine, headache, nausea, weight increased and stress urinary incontinence outcome was unknown, the pelvic pain, back pain, hypersensitivity and genital haemorrhage had resolved and the arthralgia was resolving. The reporter considered anxiety, arthralgia, back pain, depression, device expulsion, genital haemorrhage, headache, hypersensitivity, migraine, nausea, pelvic pain, pruritus, rash, stress urinary incontinence and weight increased to be related to essure. The reporter commented: she had been treated for pain, allergic reaction. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, rash, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event abnormal bleeding added. Event outcome for pain, allergic reaction changed to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure location of device: uterus') and pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure (batch no. C51081) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the patient did not undergo essure confirmation test". The patient's concurrent conditions included overweight and fibromyalgia. Concomitant products included hydrocodone, hydrocodone bitartrate;paracetamol (norco) from april (B)(6) to (B)(6) 2016, paracetamol (acetaminophen) from (B)(6) 2015 to (B)(6) 2016 and prednisone from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and nausea ("nausea") and was found to have weight increased ("weight gain"), 25 days after insertion of essure. On (B)(6) 2016, the patient experienced rash ("rashes allover her body/ rashes") and pruritus ("itching"). On (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems - condition : depression"), anxiety ("psychological or psychiatric problems - condition : anxiety / mental anguish") and stress urinary incontinence ("bladder or urinary problems or changes urinary stress incontinence"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain ("back pain"), hypersensitivity ("allergic reaction"), genital haemorrhage ("abnormal bleeding") and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, rash, depression, anxiety, pruritus, migraine, headache, nausea, weight increased and stress urinary incontinence outcome was unknown, the pelvic pain, back pain, hypersensitivity and genital hemorrhage had resolved and the arthralgia was resolving. The reporter considered anxiety, arthralgia, back pain, depression, device expulsion, genital hemorrhage, headache, hypersensitivity, migraine, nausea, pelvic pain, pruritus, rash, stress urinary incontinence and weight increased to be related to essure. The reporter commented: she had been treated for pain, allergic reaction. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, rash, headache. Batch no c51081. Production date 2014-04-28 . Expiration date 2017-04-30 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and rash generalised ("rashes allover her body"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the pelvic pain and rash generalised outcome was unknown. The reporter considered pelvic pain and rash generalised to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.